Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that patient has not had therapy relief from interstim since implant. Patient stated that she does see "the interstim doctor on (B)(6) but a rep checked it out and said it was never connected to begin with and says this was found out a few months ago". Patient stated that neither device has never worked since it was put in and patient was in so much pain right now. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.